Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2021, the patient's infusion set's tubing detached/broken at site connector. At the time of the event, his blood glucose level was 495 mg/dl. Reportedly, the infusion set had been used for less than half a day. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.